Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(4) the patient underwent a surgical procedure in which the use of monopolar diathermia was employed. Afterwards, the patient was not able to connect to the scs ipg with external devices. Consequently, the patient's scs ipg was replaced with a new one resolving the issue.